Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the the impedance onthe svc (superior vena cava) defibrillation coil was beyond the expected upper range, and the impedance trend on the rv (right ventricular) defibrillation coil was rising. The analyst noted that the rv defib impedance was steady at 47 ohms through (B)(6) 2015, though the trend began to vary and rise between 47 ohms and 81 ohms starting the week of (B)(6) 2015. Additionally, the svc defib impedance was steady at 60 ohms through (B)(6) 2015, then began to vary and rise out of range (>200 ohms) starting the week of (B)(6) 2013. The patient alert for svc defib lead impedance >200 ohms triggered on (B)(6) 2015.

Event description:
It was reported that the right ventricular (rv) lead measured high impedance on the superior vena cava (svc) coil. The rv defib coil also increased in impedance. The svc coil was programmed off. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.